Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality controls (qc) had been in range on both dimension vista instruments and similar issues did not occur on other patient samples. The customer provided qc data for the previous day, which indicated results were within range. The customer called ccc back a few days later with additional discordant results. Ccc dispatched a siemens customer service engineer (cse) to the customer site. After evaluation of the instrument, the cse ran service methods, which failed align methods for reagent probes 1 and 2. The cse adjusted bottom of cuvette correction. The cse discovered the sample drain was cracked. The cse replaced the sample drain and tubing, updated the instrument software, and ran a quick check. The cse confirmed no further issues with the vancomycin method occurred two weeks after the sample drain was replaced. The cause of the inconsistent vancomycin results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Inconsistent vancomycin results were obtained on a patient sample on a dimension vista 500 instrument. The initial result obtained for the sample was low. The sample was then repeated multiple times on the same instrument, resulting higher with the exception of one replicate. The sample was repeated on an alternate dimension vista instrument, resulting higher with the exception of one replicate. The discordant results were not reported to the physician(s). The corrected result of 11.3 ug/ml was reported to the physician(s). A few days later, additional discordant, falsely low vancomycin results were obtained on two patient samples. It is unknown if the discordant results were reported to the physician(s). The samples were repeated on the alternate dimension vista instrument, resulting higher. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the inconsistent vancomycin results.

Manufacturer narrative:
The initial MDR 1226181-2016-00104 was filed on march 04, 2016. Additional information (03/22/2016): the corrected results for patients (B)(6) were reported to the physician(s).

Event description:
For patient samples (B)(6), the corrected results obtained on the alternate dimension vista instrument were reported to the physician(s).